Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm low reservoir alarm and audio/beep anomaly. Customer's blood glucose at time of incident was 79 mg/dl. Customer stated the low reservoir dot came up but it did not alarm. Customer stated that he does not hear any beeps when an alarm presents on his pump. Customer was advised that we are sending replacement pump for audible issue.

Manufacturer narrative:
The insulin pump passed rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement test. The insulin pump was monitored no unexpected audio or beep anomaly noted and no unexpected low reservoir alarm. The insulin pump was received with minor scratched lcd window, cracked case near the display window corners and cracked reservoir tube lip.